Event description:
Upon starting the IV infusion by means of the alaris device the pump was noted to be smoldering at the connection of the "brain of the pump" and the channel. The pump was turned off and removed from service. No harm to the pt occurred.